Event description:
Rep. Could not interrogate this device. A magnet response of 80 bpm was present. No blinking lights appeared on the programming wand. The usual troubleshooting was attempted, including interrogation with an ics 3000 and epr 1000. When the device was last checked in (B) (6) 2009, the expected time to eri was 4.5 years. The device was explanted on (B) (6) 2009. This pt was upgraded to a stratos lv, (B) (4), and the device was returned to us on 09/24/2009.